Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge became dislodged from the pump when customer removed the pump case. Customer's blood glucose level was 127 mg/dl. Tandem technical support assisted customer in successfully reloaded the cartridge.